Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: after locking in suture and disengaging the plastic inserted a metal pull wire was left in the anchor probable root cause: design, poor mechanical advantage of locking feature, materials of inserter locking mechanism cannot withstand user locking forces manufacturing, locking mechanism not manufactured or assembled to specification, incorrect heat treatment applied application, not enough force applied, user unfamiliarity with device. (B)(4).

Event description:
It was reported that the pull wire remained in the anchor after deployment. The pull wire was removed from the anchor and the procedure was completed successfully.